Event description:
It was reported that patient with this right ventricular (rv) lead felt the lead due to device has moved. Boston scientific technical services (ts) referred the patient to clinic. This lead remains in service. No adverse patient effects were reported.